Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a frozen screen and drawer 2.2 was not detected on the bus. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-dec-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that main drawer 2.2 failed. A field service engineer (fse) inspected the station and found main drawer 2.2 failed and was not detected on the bus; upon checking the back of the drawer, all board lights were lit with no loose or cut wires, so the station was powered down and all cables to both drawers were reseated. The system functioned as intended after the field service engineer repaired the device.